Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal reference complaint; (B)(4).

Event description:
This report pertains to the first of two hologic devices reported. See associated medwatch, manufacturer's report #1222780-2018-00219. It was reported by the patient maude event report (mw5079277), that pregnancy occurred four years after adiana implant and novasure endometrial ablation. "Rupture of amniotic membrane at 20 weeks gestion, birth at 30 weeks, placenta increta resulting in emergency hysterectomy with massive blood loss". No additional information was received.